Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. There was a complete tear in the dome material around the peg tube, which allowed the dome to separate from the tube. Some of the dome material remained attached to the tube and completely encircles the peg tube, but portions of the peg tube are visible where the dome had been attached. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the retention dome tore during traction removal. Residue and discoloration were found throughout the sample. No apparent manufacturing defects were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.

Event description:
A break in the retention dome during traction removal. The dome portion was removed endoscopically using grasping forceps.